Event description:
It was reported by the patient that the device is not working (pacing) properly; the patient said the heart rate is as low as 34 beats per minute. Follow-up with the physician's office was attempted, but no information could be obtained. The patient has discussed the concern with the physician and has had a device check - the patient was encouraged to continue working with the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.